Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. The reported patient effect of hemorrhage is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Reportedly, a femoral angiogram was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in two access sites in a common femoral vein was completed with proglide devices via a 6f sheath using the pre-close technique, prior to a cryoablation procedure. The access sites were 14f for the cryoablation procedure and 6f for the diagnosis. A femoral angiogram was not performed to verify the location of the puncture site. Hemostasis was achieved with the proglide sutures. Reportedly, two hours after the closure procedure, bleeding occurred at one of the venous access sites when the patient moved. It is unknown which access site was bleeding. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.